Event description:
Covidien received a report of a n-560 missing segments of the display. It was determined that 2 upper segments were missing from the pulse rate portion of the display. No pt harm reported.

Manufacturer narrative:
Covidien confirmed that segments of the pulse rate were missing from the display, and the failure was isolated to the front pcb. The front pcb assembly to be returned to the manufacturer for additional investigation. A supplemental report to be submitted upon completion of the investigation.